Manufacturer narrative:
The insulin pump motor error alarms during rewind due to corroded motor home switch. Analysis was unable to test for external flash error alarms due to motor error alarms during rewind. The insulin pump was had cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and external flash error. The blood glucose at the time of the incident was 241 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.